Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e-free / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("hysterctomy yesterday and im hurting"), discomfort ("discomfort"), flatulence ("gas"), constipation ("haven't had bowel movment") and feeling abnormal ("feel like there is a baby kicking / I look and feel pregnant") and was found to have weight increased ("I went from 180 to my haviest now at 245"). The patient was treated with surgery (robotic assisted hysterectomy on nov 5th (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, discomfort, flatulence, constipation, weight increased and feeling abnormal outcome was unknown. The reporter considered constipation, discomfort, feeling abnormal, flatulence, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following were described in social media : pain, haven't had bowel movement, gas, discomfort, feeling abnormal. Most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media: new event - feel like there is a baby kicking / look and feel pregnant was added. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e-free / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("hysterctomy yesterday and im hurting"), discomfort ("discomfort"), flatulence ("gas") and constipation ("haven't had bowel movment") and was found to have weight increased ("I went from 180 to my haviest now at 245"). The patient was treated with surgery (robotic assisted hysterectomy on nov 5th (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, discomfort, flatulence, constipation and weight increased outcome was unknown. The reporter considered constipation, discomfort, flatulence, pelvic pain, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following were described in social media : pain, haven't had bowel movement, gas, discomfort. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event was added- I went from 180 to my haviest now at 245. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('e-free / pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural pain ("hysterctomy yesterday and im hurting"), discomfort ("discomfort"), flatulence ("gas") and constipation ("haven't had bowel movment"). The patient was treated with surgery (robotic assisted hysterectomy on nov 5th (year unspecified)). Essure was removed. At the time of the report, the pelvic pain, discomfort, flatulence and constipation outcome was unknown. The reporter considered constipation, discomfort, flatulence, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following were described in social media : pain, haven't had bowel movement, gas, discomfort. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added events: pain, haven't had bowel movement, gas, discomfort were added. Event: medical device removal updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy on nov 5th (year unspecified)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.